Event description:
Customer was hospitalized for high blood glucose levels. Troubleshooting was done and pump passed the prime test but customer did not have the tubing clamp to run the high pressure test. Tubing clamp was sent to customer and she called back to complete the troubleshooting. Pump passed high pressure test.